Manufacturer narrative:
H3: one device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Physical evaluation of device found a damaged downstream occlusion (dso) seal. Functional test found defective air detector. The customer complaint of damaged membrane was duplicated. The dso seal and the air detector were replaced.

Event description:
It was reported that the membrane is damaged. There was unknown patient involvement.